Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening.

Event description:
Additionally, a patient reported that they experienced ¿right axillary lymph nodes with abnormal morphology¿.

Event description:
Healthcare professional additionally reported "silicone laden lymph nodes." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.